Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise on both right atrial (ra) lead and right ventricular (rv) lead channels which resulted in pacing inhibition and inappropriately stored episodes. It was noted that the noise could be reproduced in clinic. Technical services (ts) suggested x-rays to verify system positioning. No adverse patient effects were reported. Currently, this ICD system remains in service.